Manufacturer narrative:
As of today, the leads have not been returned and the hospital never contacted boston scientific in order to provide them for return. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with these right ventricular (rv) and right atrial (ra) leads experienced syncope. It was determined that the leads had broken and as a result, the leads were explanted. No additional adverse patient effects were reported. This product is part of a legal action.